Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported the patient was ¿having problems in that area.¿ the patient fractured their si joint in their pelvis and the hcp wanted to do a scan of the pelvis and spine. The hcp mentioned the patient had surgery on (B)(6) 2017 and screws were put in, but one of the screws was too long so they had to go back in and replace it on (B)(6) 2017. It was unknown if the device caused any of the issues. No further complications were reported. Additional information was received from a manufacturer representative (rep). It was reported that the patient had surgery and the hcp discovered an issue with the patient¿s sciatic nerve, so the rep was called out to program the patient¿s spinal cord stimulation (scs) to see if the patient¿s sciatic pain could be captured. The new pain occurred after the patient¿s surgery on (B)(6) 2017. A power on reset (por) was reported. It was noted that the patient was in the hospital for the surgery that was not related to scs. The rep had access to a physician programmer and the por was cleared successfully. The por code on the physician programmer was 0x400 parity error. Troubleshooting resolved the reported issue.